Event description:
After application of hulka fallopian tube clips, the patient reported a pregnancy approximately three (3) months later. No equipment or procedural problems were noted at the time the clips were applied.